Event description:
It was reported on a single complaint from the user facility that the cautery pencil "got stuck" and continued to discharge. Two surgeons and one patient were reported to receive minor burns, each requiring no medical intervention. These were separate events.

Manufacturer narrative:
The cautery pencil apparently "got stuck" in the on position and continued to discharge. This resulted in minor burns on different occasions to surgeons and a patient. It was reported that there was no treatment or medical intervention required for any of the three incidences. The root cause cannot be determined as samples were not available of the actual cautery pencils involved.